Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration- yes/essure coil misplacement') and uterine perforation ('perforation of the essure coil medial to the left fallopian tube/ through the fundus of the uterus on the left side') in an adult female patient who had essure (ess205) (batch no. 623320) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain female"). The patient was treated with surgery (davinci assisted hysterectomy with left salpingectomy and right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus, cervix, right fallopian tube and ovary, left fallopian tube: adenomyosis, marked in areas. Benign endometrium. Simple paratubal cyst. Adhesions. Benign ovary and fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: perforation of the essure coil medial to the left fallopian tube, chronic pelvic pain female. Lot number:623320, manufacturing date:2007-02, expiration date:2009-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration- yes') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration- yes') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration- yes/essure coil misplacement') and uterine perforation ('perforation of the essure coil medial to the left fallopian tube/ through the fundus of the uterus on the left side') in an adult female patient who had essure (ess205) (batch no. 623320) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain female"). The patient was treated with surgery (davinci assisted hysterectomy with left salpingectomy and right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, uterine perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2019 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus, cervix, right fallopian tube and ovary, left fallopian tube: adenomyosis, marked in areas. Benign endometrium. Simple paratubal cyst. Adhesions. Benign ovary and fallopian tube.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: perforation of the essure coil medial to the left fallopian tube, chronic pelvic pain female. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received: new events added: perforation of the essure coil medial to the left fallopian tube, chronic pelvic pain female. Lot number, lab data were added and reporter information was updated. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.